Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level that ranged from 500-600 mg/dl; cause was unknown. Reportedly, the customer gave themselves a manual injection and changed the infusion set to address the issue. The customer continued to use the pump for insulin therapy.